Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery. After a 3.5mm non bsc stent was implanted, the 15mm x 3.75mm nc quantum apex balloon catheter was advanced to the lesion for post dilation of the recently implanted stent. The balloon was inflated however it ruptured at 12 atmospheres on the second inflation. The device was completely removed from the patient as a unit together with the unspecified guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was soaked in a warm water bath in an attempt to loosen the contrast. Multiple attempts were made to inflate the balloon with an inflation device filled with water; however, due to the blood and contrast blocking the lumen, the device would not inflate. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery. After a 3.5mm non bsc stent was implanted, the 15mm x 3.75mm nc quantum apex balloon catheter was advanced to the lesion for post dilation of the recently implanted stent. The balloon was inflated however it ruptured at 12 atmospheres on the second inflation. The device was completely removed from the patient as a unit together with the unspecified guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.